Event description:
Report 1 of 2 received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. The pump was programmed to deliver an unspecified concentration of xigress at an unspecified rate over 2 hours instead of over the intended 12 hours. There were no reported adverse pt effects. Though requested, the customer declined to provide further information.